Event description:
It was reported that the physician stated that the distal tip of the high voltage coil looked strange. The lead was not attempted and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The silicone medical adhesive used to backfill specific sections of the lead is part of the standard operating manufacturing process. A small residual amount of silicone medical adhesive on the external coil is part of the standard operating manufacturing process. There were no other anomalies observed on the distal end.